Event description:
The reason for the call was the patient stated that they are trying to charge and they have been there for an hour. Patient mentioned that the ins was still showing red while there controller battery dropped to 80%. Patient mentioned that they cannot turn on the stimulation. Agent has the patient check battery screen and they mentioned that ins battery went to 30% now. Agent reviewed information. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. A medtronic will submit a supplemental report if additional relevant information becomes known.